Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons of the insulin pump were sticking. Customer stated that the insulin pump had battery life diminished, rejected new batteries. Customer also stated that the insulin pump was erased settings when swapping out batteries, backlight had lost some brightness and screen was scratched up. Troubleshooting was not performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.